Event description:
Meter was prompting the error 5 message. The patient last tested with the meter 4 days before contacting lfs. Patient saw doctor thenext day. Results obtained at the doctor's office were not provided. Patient had blurred vision over the weekend. Patient received training from a nurse; they received no treatment. Patient remained on diet control of their diabetes. They take no diabetes medication. There is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative walked the patient through retesting and the error 5 message appeared. The meter, test strips, and control solution were replaced.